Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not provided). Cause was unknown. Bg was addressed via a correction bolus, manual injections, and a change of infusion sets. The customer was instructed to consult with their healthcare provider regarding bg level.